Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not fire and the safety broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.